Event description:
The customer reported that the system intermittently lost x-ray functionality. No pt or user injury reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.